Event description:
It was reported the patient experienced no spasticity relief. The physician brought the patient to surgery to replace the pump and/or catheter. The catheter "was not patent". The physician decided to replace the entire system. The patient recovered without sequela.

Manufacturer narrative:
Device analysis was not complete as of the date of this report. A follow-up report will be submitted when device analysis is complete.